Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This report is to follow-up medwatch # 2201630000-2025-8051.

Event description:
Procedure performed: left nephrectomy. Event description: medwatch form FDA-3500a #2201630000-2025-8051. Pt procedure left nephrectomy. Kidney was placed in an alexis contained extraction system, lot 1565072, exp 05/27/28. 2 pieces broke off from the bag when removing the kidney through the abdomen. 2 pieces retrieved. Surgeon verified through open incision exploration & via laparoscopy. No retained pieces seen. Supply is no radio opaque. Additional information provided by [name]on 24oct2025 via email: no patient injury. Patient's status is discharged. Event date is 9/15/25. Unfortunately the staff did not save it (the device). It was the specimen containment bag part that ripped and pieces fell off. Additional information provided by [name] on 24oct2025: the orientation of the bag inside the patient¿s body was right side up-with the opening facing the ceiling. I don¿t recall if the bag was fan folded or rolled. I don't think I understand this but the bag was fully open/deployed. Intervention: 2 pieces retrieved. No retained pieces seen. Patient status: no patient injury indicated. Discharged.

Event description:
Procedure performed: left nephrectomy. Event description: medwatch form FDA-3500a #: (B)(4). Pt procedure left nephrectomy. Kidney was placed in an alexis contained extraction system, lot 1565072, exp 05/27/28. 2 pieces broke off from the bag when removing the kidney through the abdomen. 2 pieces retrieved. Surgeon verified through open incision exploration & via laparoscopy. No retained pieces seen. Supply is no radio opaque. Additional information provided by [name] on 24oct2025 via email: no patient injury. Patient's status is discharged. Event date is 9/15/25. Unfortunately, the staff did not save it (the device). It was the specimen containment bag part that ripped and pieces fell off. Additional information provided by [name] on 24oct2025: the orientation of the bag inside the patient¿s body was right side up-with the opening facing the ceiling. I don¿t recall if the bag was fan folded or rolled. I don't think I understand this but the bag was fully open/deployed. Intervention: 2 pieces retrieved. No retained pieces seen. Patient status: no patient injury indicated. Discharged.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation. This report is to follow-up medwatch # (B)(4).